Event description:
It was reported that the device exhibited 1477 ohms bipolar impedance. Previous impedances were 996 ohms at implant, 1253 ohms on april 7, 2006, and 1455 ohms in may 3, 2006. Unipolar impedance was 1017 ohms. The capture thresholds remained stable at 3.25 v and sensing had remained constant.